Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, abrasion occurs in the cartridge when advancing the iols. This abrasion is transported into the eye with the iol, however the abrasion rinsed out and aspirated without residue. The health care professional (hcp) assumes that there are no visual impairments in the patients. In total, there are a maximum of 8 cases the same event occurred. Additional information as been requested.